Event description:
It was reported that t:slim x2 pump battery initially would not charge even though customer used tandem charging cable, tandem wall adapter, and confirmed working wall outlet, and no low power alerts, shutdown alarms, or power source alerts were recorded. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes, pump began charging successfully, battery issue did not cause pump shutdown or inability to turn pump back on, and no further assistance was required.